Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported unspecified system error which was not reproduced. The unspecified system error was verified as a system error 320 through a review of the event history log and found to be caused by the upper latch switch spacing being out of tolerance. The upper latch switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified system error during therapy in the intermediate care unit (medication, dose, programmed amount and delivery rate unknown). The device was restarted and encountered the same issue. The customer also stated that the device was swapped out and that there was no patient injury or medical intervention associated with this event. No additional information is available.